Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient has had a constrained liner in for approximately 14 years and was showing signs of wear. Surgeon noted how overly active patient was including playing on a trampoline. Constrained locking ring was disassociated from poly and there was black tissue surrounding implants. She had not dislocated in several months but she felt instability during ambulation. Doi: (B)(6) 2003; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.